Event description:
It was reported that the tip was broke off but did not separate. There was a delay in treatment with no patient death reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returned.